Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the inserter and handles were broken, the driver got stuck on a screw. There were no patient symptoms and no further complications reported regarding the event. Additional information was received via manufacturer representative that the driver was broken.

Manufacturer narrative:
H3: product analysis of part# nav4680003, lot# em23c020. Visual and optical examination revealed the tip of the instrument is bent from what appears to be overload. This is consistent with overload. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.